Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the continuous glucose monitor read as ¿high¿. Cause was not known. Customer administered a manual injection to address high bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issues were verified, but the high bg issue could not be verified.